Event description:
Customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system. A patient sample when tested gave an accutni result of 1.23g/ml which repeated at 0.02ng/ml. It is unknown if treatment was initiated or withheld for this event.

Manufacturer narrative:
Qc is run through the cta (closed tube accessing) and one high result was seen that came down upon repeat. Field service engineer (fse) was dispatched and ran diagnostic troubleshooting. The probe, syringe and associated tubing were replaced. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.